Event description:
Customer reported receiving an error message on her unlocked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on the returned meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.